Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for initial implant of an atrial lead. The physician attempted to implant two leads in the atrium but neither could be placed successfully. No further information was available.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.